Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a caregiver contacted support stating the patient¿s blood glucose was 70 mg/dl and expressed concern about the patient going to bed at this level while asking how to change insulin settings; the caregiver was advised to consult the treating clinician, and further assessment could not be completed because the caregiver was not with the patient and the call disconnected. Symptoms included hypoglycemia. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included call review and attempts to collect additional information from the caregiver. Investigation of this case revealed that the cause of the hypoglycemia was unclear and no device malfunction was identified based on available information. It was concluded that the event was consistent with hypoglycemia of unknown cause without evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.